Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. User error statement: the pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. (Make sure to have it on your com and h10 of MDR). User error statement: the pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. (Make sure to have it on your com and h10 of MDR).

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly customer was using off-label insulin. Customer's blood glucose was 216 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.